Event description:
During injection into pt's thigh, leakage occurred. Nurse went to remove syringe/needle and needle remained in pts thigh. An attempt was made in the office thru x-ray to try and locate needle. A small incision was made. The needle could not be retrieved in the office. The pt was taken to the emergency room at hospital. The following morning pt underwent surgery to remove needle. Clinic has not had any further contact regarding this matter. Clinic not sure of lot number of product.